Event description:
It was reported that during a ptca/stent procedure in a previously abruptly closed circumflex, stent separation occurred. Failure to inflate necessitated removal of the stent delivery system through a deployed more proximal stent (contrary to IFU) resulting in stent separation. Attempts to rewire the vessel beyond the suspected location of the separated stent were unsuccessful. Reportedly the pt was unstable through the procedure and required counter-pulsation, intubation and pharmacological support. The pt was not a surgical candidate.

Manufacturer narrative:
Info from section f was completed by the MFR. Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the unit was returned without the stent. The c-flex was torn and stretched. The balloon was pressurized and held pressure. Deflation times were within specification. Quality engineering determined that attempting to retract the stent delivery system back through the guiding catheter may have caused the stent to loosen and later dislodge from the balloon. This practice is contraindicated in the IFU. It is also possible that during the attempt to pass the stent through the proximally deployed stent, the stent delivery system became snagged on the proximal stent, and caused the stent to loosen on its balloon, facilitating separation. The inability to inflate the balloon was related to the hypotube being clogged with organic matter. Once the matter was cleared, the balloon functioned properly. It was noted that there were no indications in the complaint that any device issues were found during preparation. Quality engineering has requested that an in-service be conducted regarding stent deployment strategies, wire cleanliness and stent delivery system removal techniques. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.